Manufacturer narrative:
This is a final report.

Event description:
It was reported that the pt's device was explanted due to a wound infection that was not resolved by "conservative measures", i.e. IV antibiotics. Reimplantation with a new device is planned for approx eight weeks post explant surgery.